Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the antebrachium cephalic vein. The 99% stenosed target lesion was approached from the inguina and located in the moderately tortuous right superficial femoral artery. This 1.5mm x 20mm x 143cm coyote es mr balloon ruptured upon the 1st inflation at 6atms. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Magnified inspection revealed no damage to the catheter. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the antebrachium cephalic vein. The 99% stenosed target lesion was approached from the inguina and located in the moderately tortuous right superficial femoral artery. This 1.5mm x 20mm x 143cm coyote es mr balloon ruptured upon the 1st inflation at 6atms. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.